Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events that led up to the event. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with all buttons responding properly. However, moisture damage was noted at keypad traces. No button error alarms noted. Unit received with cracked battery tube threads and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.